Manufacturer narrative:
(B)(4). Batch # n91t0f. Investigation summary: the device was received with the coating material of the housing flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the coating is blistering. It stopped working before minimum number of use. No procedure involved